Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive the usm and performed the failure analysis. The usm was analyzed, and failure analysis investigation confirmed and replicated the customer reported complaint. The usm was tested on an in-house system in normal mode where it passed. During patient side cart (psc) fixture test platform (pftp) instrument testing, the usm did not recognize the sterile adapter. As a fix, the axes controller, carriage logic (accl) and back / center presence pins will be replaced to address the reported problem. A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post-market surveillance analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that prior to starting but after ports placement for a da vinci-assisted surgical procedure, arm #3 would not accept the sterile adapter. The customer performed an e-stop and resumed use. The customer performed two hard power cycles and attempted to install 4 drapes without getting any to register. The drape was confirmed registering on arm #4. When moving the same sterile adapter to arm #3, the sterile adapter failed to recognize. The presence pins on the arm were checked and both side channels were verified to be cleared by turning the arm upside down. The procedure was aborted. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was aborted only due to the system issue.